Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead thresholds increased which may have lead to a loss of capture. It was also reported the patient experienced weakness. The lv lead remains in use. No further patient complications have been reported as a result of this event.